Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: the stapler could not be fired and the green indicator was not visible. There was no blood loss and no tissue damage or loss. The incision was not extended by more than one inch and the procedure was completed without further incident using another device. Surgery time was extended by more than thirty minutes as a result. No patient injury was reported.